Manufacturer narrative:
H3 other text : device not returned to the manufacturer .

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's sound abatement foam. The patient has alleged of fluid in ears and prescribed with antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" was incorrect, it should be the manufacturer received information alleging fluid in ears and prescribed with antibiotics. No additional information can be requested at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. "(Device) problem code grid (1)" has been updated/corrected in this report.